Manufacturer narrative:
Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-18: user has high glucose value. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time. Product notification letter sent to contact customer care.

Event description:
Consumer reported complaint for hi blood glucose test results. Caregiver is calling on behalf of the customer. The customer is concerned with test results obtained of hi, 381, 353 and 598 mg/dl. The customer¿s expected fasting blood glucose test result range is 250 - 300 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was performed by the customer non-fasting and produced test results of e-5 and e-5 using meter. The product is stored according to specification in the dining room. The test strip lot manufacturer¿s expiration date is 10/22/2020 and open vial date is 10/22/2019. The meter memory was reviewed for previous test result history (time/date not set): (B)(6).

Manufacturer narrative:
Internal report reference number: (B)(4). Sections with additional information as of 06-may-2020: h6: updated FDA's method, result, and conclusion codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed. Corrected sections as of 04-may-2020: h3: device was returned to manufacturer for evaluation corrected from "yes" to "no".